Event description:
It was reported to boston scientific corporation that a 22mmx9mm 135cm wallflex enteral colonic stent was used in the colon during a colonic stent placement procedure performed on (B)(6) 2014. Reportedly, the stent was placed between the intestinum rectum and colon sigmoideum to treat a 3 or 4 cm malignant stricture due to colon cancer. Reportedly, the stricture was severe and the patient anatomy was tortuous. According to the complainant, during the procedure, the stent was moved to position over a guidewire and the physician attempted to deploy the stent. When the stent was 2 or 3 cm deployed, the physician tried to reconstrain the stent. The outer catheter accordioned during the reconstrainment attempt and the stent could not be reconstrained. The physician attempted to complete the stent deployment, however, the handle was also accordioned and the stent could not be fully released. The physician removed the partially deployed stent together with the delivery system. The procedure was completed with a 22mm×9mm 230cm wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to the complaint investigation site with the stent partially deployed by 27mm. The investigator observed that the clear outer sheath was kinked at several positions along its length. It was also noted that the dark blue outer sheath was kinked and accordioned at several points along its length. This type of damage is consistent with excessive force being applied to the delivery system. During the product analysis the investigator was unable to reconstrain the stent but it was possible to deploy the remainder of the stent. The investigator felt some resistance during subsequent attempts to advance and retract the outer sheath. The blue section of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a 22mmx9mm 135cm wallflex enteral colonic stent was used in the colon during a colonic stent placement procedure performed on (B)(6) 2014. Reportedly, the stent was placed between the intestinum rectum and colon sigmoideum to treat a 3 or 4 cm malignant stricture due to colon cancer. Reportedly, the stricture was severe and the patient anatomy was tortuous. According to the complainant, during the procedure, the stent was moved to position over a guidewire and the physician attempted to deploy the stent. When the stent was 2 or 3 cm deployed, the physician tried to reconstrain the stent. The outer catheter accordioned during the reconstrainment attempt and the stent could not be reconstrained. The physician attempted to complete the stent deployment, however, the handle was also accordioned and the stent could not be fully released. The physician removed the partially deployed stent together with the delivery system. The procedure was completed with a 22mm&#1529;mm 230cm wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 22mmx9mm 135cm wallflex enteral colonic stent was used in the colon during a colonic stent placement procedure performed on (B)(6) 2014. Reportedly, the stent was placed between the intestinum rectum and colon sigmoideum to treat a 3 or 4 cm malignant stricture due to colon cancer. Reportedly, the stricture was severe and the patient anatomy was tortuous. According to the complainant, during the procedure, the stent was moved to position over a guidewire and the physician attempted to deploy the stent. When the stent was 2 or 3 cm deployed, the physician tried to reconstrain the stent. The outer catheter accordioned during the reconstrainment attempt and the stent could not be reconstrained. The physician attempted to complete the stent deployment, however, the handle was also accordioned and the stent could not be fully released. The physician removed the partially deployed stent together with the delivery system. The procedure was completed with a 22mm×9mm 230cm wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.